Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of sensor fault and would not stop oscillating could not be reproduced. Product passed functional testing with no faults or errors. All 3 buttons perform as expected. Mdu stopped and started correctly using the buttons and the footswitch. The complaint of sensor fault and would not stop oscillating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that device had a sensor fault and would not stop oscillating. No patient or user injuries were reported. A backup device was available to complete the procedure with no surgical delay.